Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise which led to pacing inhibition. The noise was able to be reproduced in clinic. Chest x-ray did not reveal any abnormalities. An insulation anomaly was suspected. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient.